Event description:
It was reported the customer received a no delivery alarm while changing their reservoir. The customer's blood glucose was 106 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump alarmed no delivery during a manual prime. Troubleshooting was able to resolve the alarm by changing the reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.